Event description:
It was reported that customer received a compromised forced sensor alarm. Customer states drive support cap was sticking out. Customer's blood glucose was 165 mg/dl. Insulin pump will be replaced.

Manufacturer narrative:
The insulin pump was received with detached end cap. The insulin pump was also unable to performed prime a33/test due to detached end. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.